Event description:
Related manufacturer report number: 2017865-2022-45953. It was reported that a patient presented to clinic for follow up. Device interrogation revealed noise on both the atrial and right ventricular (rv) leads. No changes or intervention was reported. There were no patient consequences.